Manufacturer narrative:
Date of event: unknown, used the first date in the aware month.

Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp). When he tries to inflate the device the ipp stays flat and an erection is not achieved. The physician suspects a leak.